Manufacturer narrative:
(B)(4). Date sent: 04/05/2012. Information anticipated, but unavailable at this time. Additional information: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? No information. What color (blue/gold/green) was selected on the selectable staple height selector before firing? Blue. Was the cartridge loaded with the retaining cap on? No information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No information. Did anyone move the firing knob to the left or right after loading the device but before firing? No information. Was buttressing material utilized? No information. Was the instrument fired across or near an existing staple line or clip? There was a possibility. Were any unexpected noises heard? No information. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing and opening forces were higher. Was there any difficulty removing the device from the tissue? Yes. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? No information. Was a leak test completed? No information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? No information. If the device locked out, did it lock out on tissue or prior to use on tissue? N/a. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? No information. Was the firing to close an ostomy? No. Is a pathology specimen available? No information. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No information. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? No information. How long has the surgeon been using this device for this procedure? No information. What predicate device was used by the surgeon? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No information. Where was the location of the malformed staples ¿ distal, proximal or in the middle of the staple line? Proximal. Where the malforms on the line closest to the cut line or in all of the rows? No information. Where the staple legs unformed or did they have irregular shapes? Legs unformed.

Manufacturer narrative:
(B)(4). Damaged wedge sled, cartridge damaged. The analysis found that one device was returned in good visual condition and with two reloads present. Reload a was received fully fired, and reload b was received fully loaded with staples. After further inspection of reload (a), it was noted that the left wedge sled was damaged, some drivers were damaged, and the cartridge deck had some indentations. In addition, the knife had nicks. These damages are consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run; this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality with the returned reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a fully fired cartridge reload loaded on the device. In addition, another cartridge reload (b) was received in good visual conditions and fully loaded with staples. The device was tested for functionality with the returned cartridge reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing knob could not be moved backward at 1/3 from the distal end of the anvil fork at the first firing. As the firing knob could not be moved with normal force, a tweezers was put into between forks. It was pressed against the firing knob of the proximal part and the firing knob was moved to the home position with the principle of leverage. The 2/3 staples of the proximal part were malformed. Additional suture was performed. The staple height was blue.